Manufacturer narrative:
A ge service rep performed an on site investigation. The control panel cable connection was repaired during the service call. The system was found to be working and put back into service.

Event description:
It was reported that the stenoscope system display panel would turn off on its own. No patient injury was reported.